Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced a continuous, ongoing blood glucose (bg) levels ranging between 390- 500mg/dl. A manual injection was administered and a correction bolus was delivered via the pump to address the bg level. Reportedly, the customer believed the cause of the bg level was due to the pump. Tandem technical support recommended the customer speak to their healthcare provider in regards to the bg level.